Event description:
The customer reported the system was turning off intermittently. No pt injury reported. However, the surgery was cancelled.

Manufacturer narrative:
No samples were returned for eval; therefore, the reported issue could not be replicated and root cause could not be confirmed. A review of complaint trends indicates no adverse trends for the reported issue.